Manufacturer narrative:
(B)(4).

Event description:
Reference MDR #1036844-2011-00167 for the first event involving the same pt. It was reported by a maude event (report that a (B)(6) old female pt arrived in the emergency room verbally complaining of increased shortness of breath for a week. She proceeded to have seizure activity and coded. There was no peripheral IV access available so two cvcs (central venous catheter) were attempted to be inserted. The md found the spring wire guide (swg) "flimpsy, bending and kinking" when trying to insert into the pt. CPR was performed and the pt expired. No IV access was obtained on the pt.